Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue piece (female connector) and the light blue piece (mainbody) of a peritoneal dialysis (pd) transfer set. This occurred while the device was in use for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with a female connector connected to a white luer adapter. A visual inspection with the naked eye and magnification noted the dark blue female connector separated from the light blue main body. There was no evidence of solvent on the insert chip. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was due to an inadequate solvent bond between the female connector, insert chip, and main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.